Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for normal equipment behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.

Event description:
The site ventricular assist device (vad) equipment coordinator reported that the controller was not working so it was replaced. There is no further information regarding the specifics of the event with investigation in progress.

Manufacturer narrative:
Log file analysis showed no alarm logged on or near the date of the reported event. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Log file analysis showed no alarms near the date of the reported event. The controller was in use when the reported event occurred. No problem with the controller could be confirmed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.